Manufacturer narrative:
The returned device was evaluated. During evaluation the device display was found to be properly aligned and there were no lines on the display. The device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the visual display information appears to have migrated too high in the display. Technician states that the display appears to have physically moved up in its mounting. The spo2 and the pr readings were still visible but, the status indicator at the top left (ex: no sensor message) was not completely visible. There was no known impact or consequence to patient.